Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. Patient also alleged having lung and heart issues, stating asthma numbers have gone done and have mild pulmonary hypertension.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath, having lung and heart issues, stating asthma numbers have gone done and have mild pulmonary hypertension. The above reported event is assessed as possibly related to the device in this case. Hence, the device may have cause or contribute to the alleged serious injury. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.